Manufacturer narrative:
Continuation of d10: product type catheter section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving baclofen (unknown), bupivacaine, and dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient that she had a pump revision on (B)(6) 2023. Agent reviewed per registration the catheter was replaced not the pump. Patient reviewed she was told the pump was replaced and the catheter because the catheter was leaking. Patient states "a few months prior to the catheter revision the pump crapped out and she went through 3 weeks of drug withdrawals because the pump was not working. Patient stated she was numb from the waist down to the top of her leg and around her back and could not feel anything on the skin at all. Patient stated she went to the doctor and they checked the pump and they said the pump was working fine. Patient reviewed she was having drug withdrawals and patient stated she went home and suffered for 3 weeks in fetal position because she did not have any medication in her body. Patient then stated the next time she went in for a fill the doctor said the pump was working fine so they put in all new medication but none of the medication had been used. Patient reported volume discrepancy. Patient stated the pump [catheter] had leaked for a long time and the doctor did not do anything about it and it took months to get the doctor to do a pump [catheter] replacement. Patient mentioned she was not getting any help from the pumps and she was at a very low dose because of the leakage and they had to cut her way back. Patient stated after the revision the numb skin woke up but it was painful when she woke up because she was in so much pain. Additional information was received from the patient stating they had an appointment on the 6th with the doctor but wanted to ask medtronic where the medications in the pump were going if the pump was almost full but the medications weren't getting to them. Patient re-reported still being in so much pain since the revision surgery. Patient mentioned 'he (hcp) said it was a mess in there (during surgery) and it was leaking, but it (the pump) was still full.